Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not shock during a cardioversion. This event will be submitted as a serious injury because of the possibility of patient harm, pending additional details.

Manufacturer narrative:
Originally reported on incorrect device; correct device type included in this report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device did not shock during an elective synchronized cardioversion. The device was in use on a patient and there was no adverse event to patient or user. This report has been updated from a serious injury to a non adverse event as additional information received clarified the treatment was an elective sync procedure which was not life-threatening. The ECG waveforms and event file were reviewed by a philips clinician. At 11:26:29 a.m., the device was powered on into the manual mode with a selection of 150j. The users selected the ¿sync¿ mode at 18:52 elapsed time (et) with external paddles in place on the patient, the users delivered a 150j shock for an underlying rhythm consistent with atrial fibrillation at a rate of approximately 100-128 beats per minute. The patient¿s rhythm initially converted to a regular rhythm but later returned to the baseline rhythm. The users charged the device to 150j an additional three times: at 1:34:20, 1:34:58, and 1:35:42 et. For all of these charging events, the event file shows a ¿manual disarm¿ message within 16, 12, and 13 seconds respectively. In summary, the users successfully delivered one synchronized shock and charged but manually disarmed energy three times. The hospital biomedical engineer evaluated the device but did not identify any failures. Based on the device testing and information in the event files, philips has determined there was no malfunction of the device. The device remains with the customer.